Event description:
Rep reported there is no documentation of patient falling or need to get an x-ray, rep to review this information and get back. Additional information was received; learned patient fell back in november. X-rays take 11/7 and no migration. No further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it takes forever for the recharger to connect to the ins to charge, starting a couple of weeks ago. Patient also mentioned they got a message from their representative to call the manufacturer. Patient mentioned that when the recharger does connect, they can have the controller battery at 100% and they can sit on it for 2 hours and look at it and implant will still be red and the battery level on the controller dropped. Patient mentioned they last charged 2.5 days ago. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage. Agent then asked patient to reset the controller and blew into the controller port. Patient confirmed no visible damage on the controller. No damage on the connecting ports for both the controller and the recharger as well. Patient then started a recharging session and reported seeing poor recharge quality. Patient repositioned the paddle several times and was still getting poor quality. Patient then mentioned that the recharging quality went from good to excellent and back to poor after repositioning the paddle. Patient stated that they would recharge, they would reposition the paddle 50-60 times to get it to connect and when it connects, it would take them 2 hours to charge. Patient finally got the implant to charge when they started to use an external vibrator on their back and hips while charging. Patient mentioned that they fell on their right side a month ago and when they had this checked, the doctor confirmed that the implant moved about an eighth of an inch or so maybe more but they were still in the general location where they needed to be. Patient also mentioned that they have fallen several times within the 3 months that when the device was implanted. Patient mentioned that they have a doctor's appointment on the 3rd. The patient was redirected to their healthcare provider to further address the issue and agent advised the patient to inform the doctor and the rep to check for the difficulty on the connections.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.